Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe hemostasis catheter was used to treat an ulcer bleed. According to the complainant, device did not heat up during preparation. The procedure was completed using another injection gold probe hemostasis catheter. There was no report of pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.